Manufacturer narrative:
Result of investigation: the information provided by the customer can be confirmed. Due to the missing or dissolved distal solder seam and the loss of the distal cover glass, the rod lens system has clearly protruded from the system tube. The investigation revealed that the process chemicals used, and their exposure time caused the solder seam to dissolve and the cover glass to fall out. This allowed the rod lens system to escape from the system tube and moisture to penetrate the exposed rod lens system. The defect was caused by incorrect reprocessing or incorrect process chemicals and incorrect exposure time (user error). The damage is not due to a production error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The item in question was returned to the manufacturer. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the objective lens come out from tip during a procedure. No negative impact in state of health reported. On april 15, 2024 we got new information, that during procedure the lens fall out inside patient body and caused a prolongation for more than 60 minutes. It is unclear if the separated part could be retrieved. Therefore, as a precaution, the case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).